Event description:
Reporter indicated that ncp system (both generator and lead, leaving electrodes) was explanted due to device extrusion. It was reported that the generator was showing through the patient's skin.